Event description:
The international customer reported the ventilator alarmed due to a pressure sensors failure. The ventilator was in use on a patient and there was no patient harm reported. Service evaluation also reported a data acquisition pcba adc reference failure. Pressure sensors and data acquisition failures during use in normal ventilation operation may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's service technician replaced the motor controller and data acquisition pcb boards and data acquisition to motor controller board cable to address the reported problem. Final testing was completed to operating specifications.